Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, while standing in line to purchase ice cream, the patient received a ¿critically low¿ alert from the dexcom device. No specific cgm glucose value was reported. Following the alert, the patient experienced confusion, a sensation that her head jerked, a seizure, and subsequent loss of consciousness. The patient was transported to the hospital by her son. By the time she regained consciousness, she was already in the emergency department. At an unknown time during her hospitalization, a fingerstick blood glucose measurement obtained by a physician was reported to be 35 mg/dl. The patient was treated with intravenous glucose and juice. An MRI was performed during the hospitalization, and the cgm sensor was removed for the procedure. No MRI results were reported. At an unknown point during the event, the patient reportedly took an ¿elixir¿; no additional information regarding this product was provided. The patient remained hospitalized for more than 24 hours before being discharged. At the time of the report, the patient was reported to be stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.